Event description:
It was the customer woke up to a broken insulin pump. Customer's blood glucose was 133 mg/dl. It was reported the bottom piece of the insulin pump was damaged. Customer's mother stated the damage occurred while customer was sleeping. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked end cap, loose or protruded drive support disk, and missing end cap sticker.